Event description:
It was reported that patient underwent a surgery for reason unknown, a magnet was used to inhibit tachy therapy but hv therapy was still delivered. Upon device interrogation, it was noted that the magnet response had been programmed to ignore, which were not aware of this setting. No adverse consequences were reported.